Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was during support a right ventricle thrombus was noted. Heparin was given to assist with the thrombus.